Event description:
It was reported that during an unspecified procedure, a balloon catheter broke. The physician was tracking the 3.0x8mm quantum maverick monorail balloon catheter through the sheath when the catheter broke. It was reported that no resistance was felt. Additional information requested but not available.

Manufacturer narrative:
(B)(4).